Event description:
5 implants were placed 12/96. The 2 falled implants (see also 97-512b) were adjacent to 2 natural teeth which became infected, causing the implants to fail to osteointegrate. One person affected.